Manufacturer narrative:
The device evaluation was completed on (B)(6)2022. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that blood was leaking from the back valve when the vizigo sheath was inserted into the body. When the sheath was replaced, the issue resolved. It is unknown which section broke or separated but it was confirmed that once the sheath was placed inside the patient, blood was leaking from the back of the valve where the bwi catheters are placed through. It is unknown if the hemostatic valve dislodged inside or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. No treatment was required. The approximate volume of blood that was lost was 5-10cc of blood. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record review was performed for the finished device 60000002 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that blood was leaking from the back valve when the vizigo sheath was inserted into the body. When the sheath was replaced, the issue resolved. It is unknown which section broke or separated but it was confirmed that once the sheath was placed inside the patient, blood was leaking from the back of the valve where the bwi catheters are placed through. It is unknown if the hemostatic valve dislodged inside or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. No treatment was required. The approximate volume of blood that was lost was 5-10cc of blood. No adverse patient consequence was reported.